Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the 3.5 x 15 mm nc trek balloon dilatation catheter, a pilot 50 guide wire (soaked and wiped with saline) would not back load into the balloon (on neutral pressure and flushed with saline). The nc trek balloon was not used in the patient anatomy. A new nc trek balloon of the same size was used with the same pilot 50 guide wire to successfully complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. Additional information was provided stating that during preparation of the device, resistance was noted while removing the protective sheath. No additional information was provided.